Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the paramedics were dispatched on (B)(6) 2017. The customer's blood glucose level was 609 mg/dl. The tubing fell out of his stomach while he was asleep. The customer experienced a diabetic ketoacidosis and gastroparesis. The customer was taken to the hospital. He was given 2 injections and IV drip. The customer was off the insulin pump less than 48 hours prior to hospitalization. The customer was in intensive care unit. The device was not returned.